Event description:
Customer reported that, over the weekend, hospital staff decided to remove the inner shield. The unit was reportedly being used for a full term baby, and the staff felt it was too hot with the shield in place. At some point later, the unit's door reportedly fell off. There was no reported patient injury.

Manufacturer narrative:
Investigation/conclusion: the door assembly was returned to ge healthcare for investigation. Inspection of the returned assembly revealed: the door assembly was missing the following components: the inner wall, the two side wall hinges, the two wall hinge snaps, the two wall hinge snap posts. The mounting holes are not damaged/broken. The side wall hinges were attached to the right hinge pin. The hinge pin was present and properly installed. The wall hinge snap posts are attached to the side wall hinges. Subsequent to the visual inspection, the returned door assembly was attached to an incubator and found to function as designed. Further investigation of the reported complaint involved performing the following tests in the sequence listed. In all steps, the inner wall was not attached. With the inner wall missing and both top door latches latched, the door could not be pushed open from the infant compartment. With the inner wall missing, both wall hinge snap posts missing, and both top door latches latched, the door could not be pushed open from the infant compartment. With the inner wall missing, both wall hinge snap posts missing, and one top door latched, the door could be pushed open from the unlatched side with reported pushes from the infant compartment. It was observed that, even though the door was bowed out on the unlatched side, the door would not open. However, it appears that repeated pushes might be sufficient to open the door. With the inner wall missing, both wall hinge snap posts missing, and both top door latches unlatched, the door could be pushed open from the infant compartment. With the inner wall missing and both wall hinge snap posts missing, the door swings out and down with enough momentum that, when the door contacts the side of the chassis, the two wall hinge snaps became dislodged form the door and the door disconnects from the assembly. Ge healthcare's investigation determined that a contributing factor to the reported complaint was the removal of the inner wall of the giraffe by the customer. Further root cause could not be determined. As stated in the giraffe incubator operator's manual, on step of the pre-use checkout procedure states: check the operation of the two side doors. Check that the doors are securely attached to the unit and that the hinge pins are properly seated. Check that the inner walls are securely fastened to the doors. Close the doors and check that the patches hold the doors securely shut. The red latch open indicators should not be visible when the latches are engaged. Check that the hood is in the locked position.